Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open total knee procedure, upon incision closure using both suture, the case was performed without incident. Two months later, patient presented with wound complication. The patient was treated with antibiotics.